Event description:
Meter was reading inaccurately erratic. Patient woke up and obtained a "hi" result on their blood glucose meter. Patient proceeded to take their insulin based on the "hi" reading, which translates to a blood glucose level of 500 mg/dl or greater. Patient ate breakfast and drove 60 miles to visit their family member. Once patient arrived at their family member's house (time unknown) patient started feeling shaky. Patient obtained a "34 mg/dl" on their meter and decided to eat something. Their symptoms became worse and patient started to become incoherent. Patient obtained a blood glucose reading of "116 mg/dl" on their meter and shortly thereafter passed out. The paramedics arrived soon after and obtained a "32 mg/dl" on their meter. Patient's family member could not recall if the paramedics administered any treatment. Patient was rushed to the hospital and a blood glucose reading of "186 mg/dl" was obtained on the hospital's accucheck meter and a "136 mg/dl" was obtained on the patient's meter. Patient was treated with "dextrose". Patient's family member could not recall if the readings were obtained before or after treatment. Patient was released the same day. Patient had been cleaning the meter with alcohol, which is not recommended in the user's manual. The control solution had expired. Based on the information provided the meter may have been reading inaccurately. The large difference between the patient's meter and the paramedic's meter may suggest that the meter had been reading inaccurately. The customer service representative replaced the meter and test strips.